Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and "implant exchange from textured to smooth due to the patient's concerns with the product.

Event description:
Healthcare professional reported "right side rupture confirmed with CT scan" and "implant removal from textured to smooth due to the concerns of the product". Device remains implanted.

Manufacturer narrative:
Laboratory photo analysis summary: device photograph(s) for the device related to the reported event of rupture and anxiety - product/ procedure. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device.

Event description:
Healthcare professional reported "right side rupture confirmed with CT scan" and "implant removal from textured to smooth due to the concerns of the product". Device was explanted.

Event description:
Healthcare professional reported "right side rupture confirmed with CT scan" and "implant removal from textured to smooth due to the concerns of the product". Device was explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.

Event description:
Device was explanted and discarded.